Event description:
It was reported that the patient was going through the motions of completing a manual report and once the reader was over the device, the patient indicated there was a zapping or tingling feeling, almost like being zinged. The patient was advised to report to a cardiologist as well. It was confirmed that the device did not emit stimulation or electricity. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.